Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they feel stimulation in the vaginal area and at the ins site for about fifteen minutes after they increase. Caller also said it seemed like the ins turned sideways when they got into bed the night prior to initial report. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't know the cause of feeling stimulation at the pocket site. They also mentioned the issue occurs every time they increase stimulation. They also don't know what caused the implantable neurostimulator (ins) to turn sideways, but reiterated that it happened when they got into bed. When asked what actions/interventions were taken to resolve the device issues and if they were resolved, they said the ins has not turned sideways again. No further patient complications have been reported as a result of this event.